Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced an insulator leakage issue. There were no reports of patient harm.

Event description:
The issue occurred during service / maintenance (not in a clinical setting). There was no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient), a5 - ethnicity, a6 - race, b5, b6 - relevant test/laboratory data and b7 - other relevant history, d8, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: primary pressure reducer failure. A root cause could not be identified. Based on the results of the investigation it is presumed that the gas leak was caused by damage on pipeline components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.